Event description:
The customer reported system low ma error. The problem occurred with patient on the table. User continued current case. There was no injury to the pt. System function as expected with no further incidents.

Manufacturer narrative:
The service rep removed mainframe cover, check +5vdc, removed and replaced backplane pcb and generator backplane cable. Performed functional test, system is working as intended. Unit returned to service.